Event description:
The physician deployed the embolization coil into an aneurysm. The coil reportedly failed to detach from the delivery pusher following multiple detachment attempts. Upon withdrawing the coil into the microcatheter, the coil detached. The coil detached partially in the aneurysm and partially in the microcatheter. The physician found that he could not advance or retract the coil. The physician flushed the microcatheter, thereby deploying the coil into the distal arterial circulation. There was no clinical sequelae.

Manufacturer narrative:
Sample analysis: the pusher assembly and 2 v-grip detachment controllers were returned for evaluation on march 4th, 2008. The returned pusher was visually analyzed under magnification. The pusher had a bent/twisted appearance, which likely resulted from attempts by the physician to remove the pusher from the microcatheter. The pusher contained a remnant of the plastic thread/tether that normally anchors the implant to the pusher. The tether remnant has a melted appearance, which is the normal appearance after activation of the v-grip detachment controller, heating/melting of the tether, and subsequent detachment of the embolization coil. The 2 v-grip detachment controllers returned for evaluation functioned normally, and in accordance with finished product specifications. Root cause analysis: the root cause of this event could not be determined.